Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that he had not adjusted stim since implant. The patient reported that there was a symptom return since 2019 (a couple of months ago). The patient stated that he grabbed a "live electrical wire" (B)(6) 2019 (last week). The patient synced with the patient programmer and it showed that stim was off. Patient services helped the patient turn therapy on. Therapy needs to be on for it to be effective. The patient stated that they felt stimulation. The patient reported that they turned stim back on and felt strong stimulation on program 2 @ .9 amplitude so he turned stim down to .4 and reported relief and stated he was feeling stim "near the anus". The patient redirected to follow up with the healthcare provider (hcp) for the following reason: to have his ins checked to review how long therapy had been off. The patient stated that he was not sure how long the therapy had been off because he had not used his programmer since implant. Patient services suggested that the patient have the hcp check the ins for historical information. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the cause of ins being off was uncertain.